Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, the patient's lv lead exhibited loss of capture. Multiple pacing vectors and high amplitudes were tried to no avail. The device was reprogrammed to exclude lv pacing. The physician suspected the lv lead had dislodged. No patient symptoms were reported.